Event description:
Customer reported the hard drive failed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended. (B) (4).